Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 579 mg/dl. The customer was treated for the high blood glucose with syringes. The customer stated that they tried using new infusion sets but the insulin pump did not work as designed. The customer declined to check the settings and declined to check for air bubbles in the reservoir. The customer was advised to change the reservoir and infusion sets. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.